Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while he was attempting to do a bolus. The alarm was resolved after disconnecting the reservoir from the tubing connector then reconnecting it. Customer's blood glucose level was 415 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.